Manufacturer narrative:
Results code - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the vision stent was opened the stent was missing from the stent delivery system (sds). No additional event or patient information is available.